Event description:
Nellcor puritan bennett received a report from a biomedical engineer that the unit locked up without providing an audible tone. There was no pt harm reported.

Manufacturer narrative:
The customer has opted to not return the unit in for eval. If additional info is made available, a supplemental report will be submitted.